Manufacturer narrative:
(B)(6). (B)(4). The device was return to factory for evaluation. Signs of clinical use and evidence of blood were observed. Charred tissue particulates were observed on the jaw indicating use of device in the procedure. There were no visual defects observed on the jaws. There were no non-conformance's observed on the jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues. Based on the condition of the device as returned and the results of the evaluation, the reported failure mode ¿self-activation or keying¿ was not confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro self activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro self activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.